Event description:
A wheelchair user was discovered dead as the result of a fire in his kitchen. The fire marshal's report states that "[e] xamination of the wheelchair revealed the tires to be intact with, but [sic] revealing heat damage to top portions of the rear ones. Lower portion of wheel chair [sic] revealed to have minor damage from fire gases and radiant heat . . . Examination of the upper portion of wheel chair [sic] revealed heavy damage from direct flame impingement bearing the revealing [sic] the metal and steal components that make up the framing and supports of chair." The fire marshal also states that "[t] he motor/battery comparment of wheelchair was determined to be the origin of fire." The report also states that the fire marshal was unable to rule out the possibility of internal failure of the wheelchair as the ignition source of the fire. The wheelchair has not been returned to the MFR for eval.